Event description:
It was reported that during remote follow-up, patient presented with possible premature battery depletion on their pacemaker. It was later discovered that issue was due to overestimation of the longevity of the device. There were no patient consequences and will continue be monitored.